Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/24/2015 with the following findings: review of the black box data contained records dated (B)(6) 2015 ¿ (B)(6) 2015. The black box data revealed records of ¿replace battery¿ alarms dated (B)(6) 2015 with ¿power on reset¿ events recorded due to clearing the battery alarms. On examination, the battery compartment was cracked in the thread area and below the grip pad with evidence of moisture inside the battery compartment. The pump case was also cracked in the lower right corner of the display area. On investigation, the pump demonstrated intermittent inability to power on. A leak test revealed moisture leakage into the pump at the sites of the battery compartment and case cracks. The pump case was removed for investigation and revealed evidence of moisture contamination inside the pump. Complete investigation could not be performed due to the intermittent power caused by moisture contamination inside the pump. Investigation did not duplicate a ¿no power¿ issue; however, investigation did demonstrate an intermittent power issue due to moisture contamination inside the pump caused by moisture leakage through cracks in the battery compartment and pump case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.